Event description:
Crd_837 - trifecta gt pmcf, clinical study patient ID: (B)(6). It was reported that on (B)(6) 2017, a 23mm trifecta gt valve was successfully implanted. On (B)(6) 2023, a leak of 2 to 2.5 that appeared intra-prosthetic was discovered during a cardiac ultrasound an additional transesophageal ultrasound was scheduled for (B)(6) 2023 for further evaluation. The patient was asymptomatic. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The regurgitation could have been caused by a leaflet tear however the presence of a tear could not be confirmed as the device remains implanted and was not returned for examination to see if a tear was present. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event of regurgitation could not be conclusively determined.